Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation and burning sensations. Difficulty and extended charging of the ipg were also noted. The patient underwent an ipg replacement procedure.